Manufacturer narrative:
The impella lp2.5 was returned for evaluation as it was discarded by the user at the conclusion of patient support. As the product was not returned, no root cause can be determined.

Event description:
Complainant reported that on (B)(6) 2018 an impella lp2.5 was placed in a (B)(6) patient who was in cariogenic shock and with unstable circulation. After impella lp2.5 placement the patient was reported to have bleeding problems from the eyes, ears and abdomen and hemolysis. The physician reported that there were discrepancies between act (activated clotting time) and the ptt (partial thromboplastin time) values. Under high doses of heparin the patient had <200 sec act and ptt >200. On (B)(6) 2018 the patient received 7-8 units of replacement blood products at an hb (hemoglobin) reading of 5. The patient was bleeding massively in the abdomen, and expired on (B)(6) 2018.